Event description:
A customer from (B)(6) notified biomérieux of a misidentification of an isolate when testing with vitek® 2 gp ID test kit. The isolate colonies were pale pink on chromid® cps elite. Vitek 2 identified the isolate as staphylococcus saprophyticus with 99% of probability from chromid cps. On a fosfomycin antibiogram, the isolate was susceptible (mic value >8) instead of resistant (antibiogram not consistent). The customer performed a fosfomycin disc on mueller hinton (mh) agar: result was again susceptible. The customer retested the isolate with the vitek 2 gp card from mh agar. The result was 96% s. Saprophyticus, and the antibiogram was fosfomycin susceptible (again not consistent). After that, the customer performed rapidec staph strip and concluded the organism was not s. Saprophyticus and not s. Aureus. The customer reported coagulase negative staphylococcus because they were unable to get a definitive ID. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. The customer stated there was a delay of greater than 24 hours in reporting the patient results. A biomérieux internal investigation has been initiated.

Manufacturer narrative:
An internal biomérieux investigation was performed due to a misidentification of a coagulase negative staphylococcus strain on vitek® 2 v7.01 gp cards. The customer submitted the isolate and gp ID cards from the impacted lot for evaluation. The identification to staphylococcus saprophyticus was confirmed on vitek® ms v3 (knowledge base v3.0) and api® ID 32 staph strip. For vitek 2 (v7.01) gp card testing, two cards were tested from cba subculture, the customer lot (cl : 2420571103) and a random lot (rl : 2420352403). These tests gave an excellent identification to s. Saprophyticus on both lots tested. The customer identification to s. Saprophyticus was confirmed in-house and is the intended result. The vitek 2 gp card performed as intended and no further action is required.